Manufacturer narrative:
The reported event of difficult to position and perforation were not confirmed. The catheter was returned for analysis. Visual and x-ray examination found the catheter was bent consistent with procedural damaged. No anomalies were noted to the distal tip and protective sleeve. The device was manually removed due to the tether control knob was stuck.

Event description:
Related manufacturer reference number: 2017865-2023-51773. It was reported the patient presented for implant procedure. During surgery, the delivery catheter was difficult to maneuver into the right ventricle and the leadless pacemaker (lp) would get stuck in the right atrium. After the lp was maneuvered into the right ventricle, contrast agent showed the lp and delivery catheter had perforated. Cardiac drainage and a thoracotomy were performed, the lp was removed and an epicardial lead was placed. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.